Event description:
Additional information was received. The hcp (healthcare provider) was only able to provide some of the information requested due to confidentiality and the patient had not been seen at their center for 1.5 years. The patient was weaned off morphine and changed to saline due to compliance issues. The hcp stated, "as far as I know the pump was functioning just fine". The patient was discharged from their care with the pump infusing saline. The hcp never saw symptoms of withdrawal.

Event description:
It was reported the patient¿s implanting physician had retired one month after the patient was initially implanted and three months later the patient was with a new health care provider (hcp). It was noted during the time the patient was with the health care provider she was in a lot of pain. It was reported, ¿they decided I had failed back syndrome and decided my pump wasn¿t working¿. The health care provider reportedly decided in ¿november of 2011¿ that the pump was not working and decided to take the patient off the pump. It was reported ¿so in (B)(6) of 2010¿ the health care provider started taking medication out of the patient¿s pump. The hcp lowered the medication every month, sometimes every two to three weeks. The patient reportedly had ¿horrible reactions to this¿. The patient reportedly did not realize they went through withdrawal during the process until two days before they drained the pump and put saline in it. ¿when the charge nurse handed me a prescription for withdrawal medicine for one week and I said you mean to tell me I have gone five and a half months with no withdraw medication? I repeatedly ended up in the emergency room because I was freaking out¿. It was then reported the hcp took ¿the rest of the meds¿ out ¿(B)(6) of last year¿ and when that occurred, ¿the lady that took the medicine out and put the saline in said, oh, you¿re supposed to be getting 2-point something milligrams or whatever a day¿. At that point in time, the patient had been trying to find a ¿place to go¿ and reportedly ¿they never gave me any reference or referrals¿. It was confirmed the patient had had saline in their device since (B)(6) of 2012 because the patient ¿had failed back syndrome and the pump wasn¿t working they told me¿. It was reported ¿now I have nothing. I laying bed basically 24/7¿. The patient was reportedly currently on fentanyl patches and tramadol but ¿it¿s not even close to being adequate¿. The patient did not wish to have their device removed as it ¿got six years left on the battery¿. The patient had not had contact with the ¿medical team¿ since (B)(6) of 2012 when the saline was placed. The reporter was a poor historian, who easily got off topic and reported events with unclear timelines. The type of medication being delivered via the device system prior to saline was not reported.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had been ¿through this for 23 years¿. It was unclear what ¿this¿ was referring to. It was reported that if her orthopedic hcp did any more fusions with her he ¿would fuse her whole spine¿. It was reported that she had 4 herniated discs above the fusion and the hcp would not recommend surgery. The fentanyl patches that the patient was getting were ¿not adequate¿. It was noted that ¿three months¿ after the pump was put in the hcp decided that her pain pump was not working. The patient reported ¿freaking out¿ for 5 months because they did not know what was wrong with her.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been trying to get into a clinic close to her house because she got migraines and could not drive to ¿the cities¿. The hcps there refused to treat her and wouldn¿t tell her why. The patient¿s previous hcp retired. It was noted that the ¿yahoos¿ came up with a ¿new protocol of 5mg/day¿. The patient inquired about a different clinic making an exception to see her when she had a migraine because she couldn¿t drive to a different clinic for a refill.

Event description:
Additional information: it was reported that patient was in pain and looking for an healthcare provider (hcp) to fill her pump. It was indicated that the pump had "water" so that it doesn't dry out. The pump had water since (B)(6) of 2012. Patient did not currently have a managing hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump started to alarm at the end of (B)(6) 2014 and at this time saline was put into the pump. It was noted the pump was still alarming and the patient was not certain if there was drug or saline left in the pump. It was further reported in 2010 the patient was sent to another physician and a full drug screen was completed and she was sent to the psych ward. The patient was released from the psych ward two weeks after the drug test that her medical records showed that the patient had a history of chemical dependency. Since this information hit her records she had been "black listed" from every pain clinic and the patient needed to find a physician. It was noted the two drug tests only showed her pump medications and two oral pain medications. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the medication was replaced with saline on (B)(6) 2012. The patient had prescription written for fentanyl patches and tramadol in (B)(6) 2013; however, she ran out of the medications in (B)(6) 2013. The patient stated that she had severe migraines and therefore had difficulty getting to the appointments. The patient stated that she never got relief from the pump; however, when further questioned the patient indicated that she did have some relief because she was able to do things with her family. The patient currently lay in bed 90% of the time on heating pads and had them so hot so she could focus on the burning instead of the pain. The patient stated that she just slept in her clothes because of this. The patient stated that the pump had previously delivered dilaudid which she found out was in the same drug family as morphine. The patient stated that she was allergic to morphine and speculated that was possibly why she did not receive the desired relief with the pump. The patient stated that she had missed an appointment due to her son who did not come home to take her and the doctor then reduced her dose to 5mg and told the patient that it was a new protocol. The patient stated it was between (B)(6) 2012 when the dose was reduced from 5mg to 0mg. The patient was then given a prescription for 1 week of medication to manage the withdrawal. At that time the patient was not aware that she was going through withdrawal. The patient was currently seeking a new physician.

Event description:
Additional information received reported the patient went through 1.5 to 2 years of withdrawal due to the listed follow-up hcp limiting her pump to 5mg/day or less of her pump medication. The patient was last seen at the clinic in (B)(6) 2012 and her pump was filled with preservative free normal saline. The patient should have needed a refill at approximately 388 days, but actually 180 days per protocol and was currently looking for a physician. It was verified they parted due to inappropriate behavior on the part of the patient. A follow-up report will be sent if additional information becomes available.